Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d, c, b zones of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).